Event description:
Procedure type: functional end to end anastomosis. According to the reporter, the device fired properly, but the tissue at the edge of the device got damaged. The damaged tissue was removed and another device was used to complete the anastomosis. The anastomosis was completed successfully. Surgery time was extended.